Event description:
Additional information was received from a healthcare provider via company representative, it was stated that there were no known ex ternal/environmental/patient factors that may have caused or contributed to the pump alarming and going to safe rate. The actions/interventions that were taken to resolve the pump alarming and going into safe mode was the company representative interrogated the pu mp and was able to switch from minimum rate to simple continuous which resolved the alarms took it out of safe mode.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was receiving unknown morphine drug (5.0 mg/ml at 1mg/day) via an implantable pump for unknown indications for use. It was reported that the patient's pump alarmed on (B)(6) 2026 and when the rep interrogated the pump, it showed service code 225. The rep verified that the pump was switched to minimum rate when the critical alarm triggered. Technical services reviewed 225 message and suggested that the pump be monitored if they chose to switch the pt back to original programming.